Event description:
An implant card was received from a hosp which reported that a pt underwent surgery to replace the vns therapy system. The implant card indicated that the reason for replacement was lead discontinuity. Further follow-up with the physician indicated that the pt was experiencing an increase in seizures and high lead impedance was noted on a system diagnostic test prior to replacing the vns therapy system. Review of preoperative x-rays by the physician did not reveal any anomalies. The high lead impedance resolved with a new vns therapy system. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.